Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: investigation revealed that the audio bolus button cover was punctured and the button was unresponsive. The pump casing was opened and there was evidence of moisture corrosion found on the bolus button contact. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the battery cap threads were stripped; the battery cap subsequently could not tighten properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.